Manufacturer narrative:
A decrease in calibration signals was noted with the customer¿s data. Qc recovery was within the specified range. The alarm trace showed a pre clean short alarm. A general product problem was excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable high elecsys total psa immunoassay result for one patient sample from cobas e 801 module 1617-07. The result did not fit with the clinical picture for the patient. The patient was being treated for prostate cancer and the previous total psa results had been low. Refer to the attachment to the medwatch for all patient data. On (B)(6) 2018, the total psa result was 2.7 ng/ml. A few days later, a new sample was drawn from the patient and the total psa result was 0.27 ng/ml. There was no allegation of an adverse event.